Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in the emergency room due to lead perforation. The device and leads got checked. Patient was recovering. No further information available.

Event description:
New information received notes the day after implant on (B)(6) 2019, cardiopulmonary resuscitation (CPR) was administered to the patient for over 10 minutes and patient had tamponade. On january 5, 2019, patient was awake and intubated when device was interrogated. Interrogation showed normal device function. After device interrogation the nurse had planned to take patient off ventilation. No further information available.